Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and "call tech support" error was observed on the screen. The receiver failed to charge and boot due to call tech support error the data log could not be retrieved and functional testing could not be performed because of the "call tech support" error. The receiver case was open for interal inspection and passed.measure the speaker resistance. Speaker resistance out of specification the customer complain was confirmed. The root cause for no audio output is a defective speaker. Speaker resistance out of specification.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.